Event description:
It was reported that a user was unable to lock the connector into place during a supply change, despite the insulin cartridge being properly seated and the connector being twisted as instructed; the user subsequently used a new connector and successfully completed the supply change. Symptoms included no adverse clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included troubleshooting and user education conducted by customer care. Investigation of this case revealed that the issue was resolved by replacing the connector, indicating the initial connector did not attach as expected. It was concluded that the device functioned as intended after replacement and no further action was required.